Event description:
It was reported during a therapeutic polypectomy procedure, the single use ligating device loop could not be released. The device could be closed, but when the loop was released, the wire in the handle broke. The handle was separated from the catheter using side cutters. The endoscope was then threaded out, and the catheter was removed. The event resulted in a 15-minute delay during the procedure while the patient was sedated using propofol in accordance with the s3 guideline on sedation in gastrointestinal endoscopy. The patient remained hemodynamically stable at all times. The patient was an outpatient and was discharged after the procedure. There was no harm caused to the patient.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation updated fields: d9, h2, h3, h6, h7, h9, h11 the device was returned to olympus, and the reported event was confirmed. The broken portion of operating pipe was inspected. It had the shapes that broke due to mechanical load. The coil was cut under the handle. The hook presented no abnormalities such as deformation or bending. The loop was detached from the hook. The loop was not returned. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: potential cause 1: 1) the loop was placed around the body tissue. 2) the tube sheath was pushed forward, and the tissue was temporarily ligated with the distal end of the tube sheath. 3) the slider was pulled to tighten the loop. 4) because the distal end of the coil sheath was not extended from the tube sheath when the slider was pushed, the loop disengaged from the hook inside the tube sheath. 5) the hook protruded from the distal end of the coil sheath, causing the loop to move toward the handle side and enter the coil sheath. 6) pulling the hook caused both the hook and the loop to be drawn into the coil sheath together. As a result, the loop became trapped between the hook and the inner surface of the coil, preventing it from moving. 7) the slider was forcefully operated in state of ¿6¿ description causing the operation pipe of the slider to deform and break. Potential cause 2: 1) the sheath was bent near the handle. 2) the operating wire could not move because sliding resistance between the sheath and the operating wire increased. 3) the operating pipe deformed and broke because the slider was forcefully operated. 4) due to above, the loop could not detach from the hook. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.